Manufacturer narrative:
On 10/17/2019, mentor became aware of the following: primary augmentation was done in 1996, in 2000 she had a right deflation with right side replacement only. In 2003, right side deflated again with no date of explant and in 2005 her left side deflated with no date of explant. The information has been updated on this form. This report is for patient's right side that deflated the second time when the patient was 33. Related files: manufacturer report number: (B)(4) - patient's primary right side deflation. Manufacturer report number: (B)(4) - patient's left side deflation. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with an unknown size unknown saline implants and was presented with bilateral breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s right-sided device.